Event description:
The customer called and reported she received a no delivery alarm while priming a new set and noticed the reservoir was not seated correctly in the insulin pump, due to damage to the reservoir compartment. Customer's blood glucose was 120 mg/dl. Customer was unsure how the damage occurred, which consisted of a crack or chip extending past the o ring and through the threading. Customer was unable to troubleshoot for no delivery alarm at the time of the call. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a broken reservoir tube lip and a missing reservoir tube seal.